Manufacturer narrative:
03-jul-2024 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Head doesn't sit tight in. It is loose - oral-b [device connection issue]. Gum pressure sensor also doesn't work / 30 seconds sensor also doesn't work / head is not waterproof - oral-b [device physical property issue]. Battery loses power fast / charging doesn't last as described - oral-b [device power source issue]. Case narrative: consumer via e-mail reported that the oral-b toothbrush head did not sit tight and was loose on their oral-b toothbrush handle. The battery lost power fast and the gum pressure sensor did not work. No injury was reported. 08-may-2024 follow up via image: the suspect product was oral-b rechargeable toothbrush handle 3791 junior junior. The suspect product lot number was 3ca40241148. No injury was reported. 09-may-2024 follow up via e-mail: a mother via e-mail reported that the patient was her 6-year-old daughter. She also reported that it was impossible to attach the oral-b toothbrush head securely, the 30 second sensor did not work on the oral-b toothbrush handle, the charging did not last as described, and the oral-b toothbrush head was not waterproof. No injury was reported. 03-jun-2024 case update from information originally received on 22-may-2024: the concomitant product was oral-b power oral care refills sensi ultrathin eb60. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head doesn't sit tight in. It is loose - oral-b [device connection issue] gum pressure sensor also doesn't work / 30 seconds sensor also doesn't work / head is not waterproof - oral-b [device physical property issue] battery looses power fast / charging doesn't last as described - oral-b [device power source issue] case narrative: consumer via e-mail reported that the oral-b toothbrush head did not sit tight and was loose on their oral-b toothbrush handle. The battery lost power fast and the gum pressure sensor did not work. No injury was reported. 08-may-2024 follow up via image: the suspect product was oral-b rechargeable toothbrush handle 3791 junior junior. The suspect product lot number was 3ca40241148. No injury was reported. 09-may-2024 follow up via e-mail: a mother via e-mail reported that the patient was her 6-year-old daughter. She also reported that it was impossible to attach the oral-b toothbrush head securely, the 30 second sensor did not work on the oral-b toothbrush handle, the charging did not last as described, and the oral-b toothbrush head was not waterproof. No injury was reported.